Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Traces of corrosion found at the electronic and motor assemblies. No blank display noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump shut off and was not able to turn back on. Customer changed battery and when setting the time, buttons became unresponsive. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.